Manufacturer narrative:
The pump was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 86-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. The care team reported premature ventricular contractions (pvcs) and electrolyte imbalances. Impella position remained unchanged. The device had been planned for removal today regardless. The patient survived to explant. The reported arrhythmia is consistent with the patient¿s underlying ami/cgs physiology, hemodynamic instability, electrolyte disturbances, and native conduction abnormalities.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.